Manufacturer narrative:
Patient initials: (B)(6). Report is for five (5) unknown 3.5mm cortex screws. UDI: part number unknown, lot number unknown; UDI unknown . Device implanted on unknown date in (B)(6) 2015. Reportedly, the facility has possession of removed hardware, and it will not be returned. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision open reduction internal fixation (orif) was performed on (B)(6) 2015 to treat a nonunion of a right ulna fracture. The original procedure to repair the fracture was performed in (B)(6), 2015. The hardware pulled out of the fracture even though the patient was in a cast. Removed hardware included a 3.5mm lc-dcp plate and five (5) 3.5mm cortex screws, all fully intact. The fracture was re-reduced and the patient was revised to a 3.5mm ten holes lc-dcp plate and nine (9) 3.5mm cortex screws. The procedure was completed successfully without incident. This report is for five (5) unknown 3.5mm cortex screws. This is report 2 of 2 for (B)(4).